Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx stent graft systems were implanted during the evar treatment of aaa on unknown dates. The following adverse events were reported: aneurysm related mortality. The cause of the deaths are undetermined.